Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had intermittent button response, due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the buttons were intermittently or not responding on the customer's insulin pump. The insulin pump was not bumped, dropped, or exposed to moisture. The customer's blood glucose level was 6.2 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.